Event description:
During a left atrial flutter ablation procedure, following transseptal puncture, the physician was unable to remove the dilator from the sheath using the usual method. It was observed that the white tip of the dilator was fractured. The dilator was then stuck inside the sheath. The dilator and sheath were removed together and replaced. The transesophageal echocardiogram (tee) performed concurrently did not reveal any pericardial effusion at that time, and the patient remained hemodynamically stable. The procedure was completed with no adverse consequences to the patient.

Event description:
The device was received for evaluation. This follow up report includes an updated investigation.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6, h11. One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The hub of the dilator was detached from the dilator tubing. Visual inspection of the joint could not determine a root cause. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.